Event description:
A physician reported that a pt was having decreased control of her seizures, so the physician referred her for prophylactic generator replacement. The generator was replaced on (B)(6) 2012. Follow up with the physician revealed that the pt was last seen in the clinic on (B)(6) 2012 and reported several seizures. The pt did not have any other changes in the medication at that time. Her seizure medications were noted to be lamictal and keppra in the middle therapeutic range. The pt's vns was implanted about nine years ago, so he reported that it was very possible the vns device was towards the end of its life and may have not been delivering the current it should be which likely resulted in increased seizures. The physician elected to refer the pt for generator replacement surgery to preclude possible injury from significant seizures if the battery was fully depleted.